Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7th june 2024, it was reported by an arthrex employee via email that an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, anchor broke during insertion. This was detected during use in a rotator cuff repair procedure on (B)(6) 2024. The procedure was completed successfully as another new ar-1927bcf-45 was used. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-1927bcf-45, batch 15176098, was received for investigation. Visual evaluation noted that the sutures were not returned for evaluation. Only a fragment of the anchor was returned for evaluation. Functional testing couldn't be performed due to the damage of the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. Per dfu-0087-eo revision 3; e6: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.